Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient); "delay in procedure" (no code available). Product problem(s): "system message displayed" (device displays error message); "no ultrasound" (device operates differently than expected). The doctor reported that the handpiece stopped emitting ultrasound during a procedure and a system message displayed. The nurse tried to retest the handpiece, but the same system message appeared again. The handpiece was switched out and the surgery was completed. There was a delay of the case for about 15 minutes. After the case, the system was restarted and the handpiece was tested again, with the same result. There was no harm to the patient. Additional information stated that the irrigation and aspiration worked. It was just the ultrasound energy that was not working on the handpiece.

Manufacturer narrative:
The handpiece has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).